Manufacturer narrative:
An investigation was conducted: it was reported that on an unknown date in the first weeks of (B)(6) 2025, the user experienced tissue acquisition issues during an eviva biopsy procedure. The user reports that there were no errors during the device set-up testing; however, the device was unable to take tissue samples. It is reported that the procedure was successfully completed with another device from a different lot; however, a second incision to the patient was required to do so. The device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. The device was not returned for this complaint. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned sample, it is not possible to confirm a definitive root cause of the issue. Conclusion: the reported issue has not been confirmed. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on an unknown date in the first weeks of (B)(6) 2025, the user experienced tissue acquisition issues during an eviva biopsy procedure. The user reports that there were no errors during the device set-up testing; however, the device was unable to take tissue samples. It is reported that the procedure was successfully completed with another device from a different lot; however, a second incision to the patient was required to do so. No further information is currently available.